Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft3 value of 16.92 pmol/l accompanied by a data flag when tested on the customer's e411 analyzer. The sample was repeated at a second site on an unknown analyzer, resulting in a value of 4.47 pmol/l on (B)(6) 2022. The ft3 reagent lot number was 547180, with an expiration date of august 2022.

Manufacturer narrative:
The field service engineer determined there was an issue with the pinch valve. The pinch valve was replaced. The issue was resolved after this action.

Manufacturer narrative:
The field service engineer replaced the pinch valve as it was not properly closing. It was determined that there was missing preventive maintenance on the analyzer. It was found that the date set in the analyzer software had been manipulated by the customer. This could potentially lead to use of expired reagent. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The evaluation result code has been updated.